Event description:
A medwatch form 3500a received via mail on (B)(6), 2010. Following is the incident as recorded on the form. "Event desc[ription]: patient was admitted to unit on 1.5 lpm high flow nasal cannula at 35% fio2. Over the course of the next 8 hours, infant was weaned to 21% fio2 and remained there for several days. Three days later, infant weaned to 1 lpm high flow nasal cannula. The next day, after a nipple feeding, infant had an oxygen desaturation and additional oxygen was required. When the blender was turned up to provide more oxygen, the dial was noted to have no resistance and not appear to be functioning correctly. Respiratory therapy was called to room and removed the blender and replaced with a new one."

Manufacturer narrative:
Request made to the user facility to have the mixer returned were not successful. The sites clinical engineering department treated the device as a request for an operational check of the output because, the department was not notified that the device was involved in an adverse event. The user facility reports the results of the operational check indicates the mixer was operated properly and that the output was correct. Details of the test performed are not available. User facility reported that the device has been placed back into service.